Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2016-00146, 3005168196-2016-00129, 3005168196-2016-00130. The hospital disposed of the device.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the cross-cut valve of the neuron max did not properly seal and blood began to ooze out. The component used to tighten the cross-cut valve to the neuron max would not tighten and continued to spin around without locking tight. The procedure was completed by replacing the cross-cut valve with another manufacturer's cross-cut valve. Please note that the date of event, patient information and device information were not provided. The manufacturer has requested additional information from the customer; however, no additional information has been obtained.